Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement open spine clamp shipped to site. No parts have been received by manufacturer for analysis. (B)(4)

Event description:
A site representative reported their open spine clamp screw was worn out. Replacement requested. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that head of the clamp is slightly bent but still functional. The adjustment screw is in good condition and functions normally. No problem found. Testing was unable to replicate the reported issue.